Event description:
It was reported that during a laparascopic cholecystectomy, the applier was scissoring on the vessel and duct causing the clips to scissor. Opened new er320 to finish case. No pt consequence.